Event description:
It was reported that a device issue occurred resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician found that the mouse had no response, it was black screen frequently, and the procedure was not completed due to this event. The patient is stable, no patient complication or other additional intervention reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).